Event description:
All day IV fluids were infusing via the alaris pump through PICC line without any problems. Then at 10 pm, new tubing and bag of fluid hung. The pump immediately began reading "occluded". Could not determine why the fluids would not run, so switched the line to a uvc line the patient already had. Again, it would not run the fluids through the tubing. Then a new tubing set was obtained, primed with the fluid, put into the same pump, connected to the uvc, and it ran the fluids without occlusion.